Event description:
Customer reported performance issues with the several precisetype hea beadchip plates on lot 22-202-v. Potential lower intensity across probes.

Event description:
Customer reported performance issues with the several precise type hea beadchip plates on lot 22-202-v. Potential lower intensity across probes.

Manufacturer narrative:
Initial MDR was submitted on 18april2024. Follow up 001 MDR is submitted on 19august2024.